Manufacturer narrative:
(B) (4) evaluation of the grasper confirmed the upper jaw breaking. The lug portion of the jaw remains attached to the shaft. The device has been repaired by an unauthorized third party as the handle has been bead blasted. Entire shaft has been buffed. Handle has been etched with tsd 02-06. The normally sharp teeth on the lower jaw are rounded over. Without the return of the missing portion of the upper jaw it cannot be determined if the repair of the device contributed to its failure. The repair of this device is inconsistent with current smith+nephew repair practices. Our records indicate this device has been in use for 12 years without previous issues. Due to other field issues of this nature (B) (4) was implemented to change the teeth geometry and material the device is manufactured with. This device was made prior to these changes. Device will be repaired under warranty. (B) (4)

Event description:
Jaw snapped off during surgery, left in patient.